Event description:
It was reported that guidewire fracture occurred. A 180 x 25 cm fathom-16 guidewire was selected for use. During the procedure, the wire was broken. The device was removed, and the procedure was completed using a different device. No patient complications were reported as a result of this event.

Manufacturer narrative:
G4: premarket / 510(k): k111485, k170636. Device eval by manufacturer: this fathom-16 guidewire was returned for analysis. Visual and microscopic inspection revealed that the distal tip was kinked, detached, and unraveled; however, the detached segment was not returned.

Event description:
It was reported that guidewire fracture occurred. A 180 x 25 cm fathom-16 guidewire was selected for use. During the procedure, the wire was broken. The device was removed, and the procedure was completed using a different device. No patient complications were reported as a result of this event.